Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced impaired wound healing. The physician believed that the patient¿s body was rejecting the device. The device was removed and there have been no reports of further complications regarding this event.